Event description:
The customer returned the tracheal intubation fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that there was stickiness on the control section and the grip section found. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inappropriate material resulting in component failure. Likely due to some kind of stress problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.